Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg pocket site was not healing properly following a perm implant procedure on (B)(6) 2021. A fluid discharge was observed from the ipg pocket site and the physician suspects a possible infection. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.